Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during programming, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.